Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of greater than 125 ohms. The physician decided to deliver a commanded shock of 9 joules which yielded an impedance measurement of 93 ohms. No changes were made to the system and the crt-d remains in service. No adverse patient effects were reported.